Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was not confirmed. Neither the system controller (serial number (B)(6)) nor the exchanged 11-volt backup battery were returned for analysis, and no log files were associated with the reported event. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance (qa) specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to resolve all alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received that the error message was a backup battery fault. The alarm resolved by exchanging the backup battery. The backup battery was discarded.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's backup controller was connected to batteries to charge the backup battery (ebb). After about an hour of charging, an error message occurred. The ebb was reconnected and the batteries were reconnected to the backup controller, but the error message occurred again.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.